Event description:
The facility reported a pump with pump failure. It is unknown when this failure occurred. It is not known if there was patient injury or medical intervention necessary. No additional contact information is available.

Manufacturer narrative:
Inspection of the device confirmed the pump failure. The pump failure was caused by failure code 570, which indicates depleted batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.